Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was in ICU (intensive care unit) with endotracheal tube to ventilator. Ett (endotracheal tube) tip kept becoming disconnected from the rest of the part of the ett and ventilator. Ett was changed. No disruption in oxygen saturation.